Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the wrist upon visual inspection. The fray that stuck out was about 0.07. The other cables showed no damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prograsp forceps instrument wires were noted to be broken on the wrist prior to starting a da vinci hysterectomy procedure. No patient harm, adverse outcome or injury was reported.